Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ degenerative mitral regurgitation (mr) for a mitraclip procedure. After completion of the procedure, excessive force was needed to remove the steerable guide catheter (sgc) from the stabilizer. It was removed from the patient together and sgc was removed from the stabilizer. The final mr was grade 2+. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.